Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an, 840 ventilator generated error code which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The tech support engineer (tse) troubleshot this issue with the customer over the phone and suggested to perform the est, ground isolation and vent inop tests then run the device for 24 hours. The customer reported to have followed the tse recommendations and unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.